Event description:
It was reported that the rv lead of a pacemaker dependent patient was capped due to a lead fracture. No patient complications were reported as a result of this event.

Event description:
It was reported that the rv lead of a pacemaker dependent patient was capped due to a lead fracture. No patient complications were reported as a result of this event. 2006: info received from user facility inidicating dr responded that there was no evidence of a device problem, but rather, a failure of a lead due to patient growth and patient activity.

Manufacturer narrative:
The information submitted reflects all relevant data received. Follow-up with the user facility revealed that this event did not meet their MDR reporting threshold.